Event description:
The customer reported multiple kinks noted on the tubing. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set was unavailable for return and investigation. A photo of the issue was provided. The photo showed kinks on both sides of the connector on the platelet collection line. Root cause: the common causes of tubing kinks, indentations and compressions are typically related to slight variations during tray packing. Tubing is not affixed within the packaging and shifting may occur during packaging and transport to sterilization. Following exposure to the heat and humidity of the sterilization cycle, the tubing may assume a deformed shape. Only the most severely occluded kinks in the tubing should be cause for rejection to prevent usage of these disposables in procedures. Correction: in late (B)(6) 2013, after the production of this lot, terumo bct implemented a 100% inspection of all trima sets to improve outgoing quality and reduce the occurrence of kinks. These inspections include checks for packing placement of bag lines and other tubing to reduce slight packing variation, indentations and compressions.

Event description:
The customer declined to provide patient information.